Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient's infusion set did not enter the site (abdomen). Therefore, the insulin was being delivered outside his body which led to high blood glucose level. They called 911 for assistance and rushed to the emergency room on (B)(6) 2023, due to high blood glucose level. His highest blood glucose level was 735 mg/dl. Moreover, the infusion had been used for one day. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information available.